Event description:
The child's parent reported that he no longer responded to sound sensations. Using the appropriate diagnostic equipment; it was determined that the devices is not functioning according to MFR's specs. As of this report date, surgery had not been scheduled. The healthcare professional has been informed that the explanted device should be returned to cochlear corporation.